Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure performed in 2008. According to the complainant, during the procedure, when the physician stepped on the pedal the probe would not generate cautery. The physician completed the procedure with another of the same device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine". The device was tested the following day at 15 and 30 watts. The device performed at 30 watts.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unknown. Although the suspect device has been returned for eval, it had not been evaluated at the time of this report. The cause of the reported malfunction is undetermined at this time.